Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed cutter insertion (cannot insert cutter) and the neuro-tip leg had been drilled into. It was observed that the issue related to cannot insert cutter was due to the bearings being worn out and loose, creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings which was due to normal use and servicing over time. It was further determined that the neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and to come into contact with the neuro-tip leg which was by user error. The assignable root causes were determined to be due to user error (drilled neuro-tip leg) and normal wear out from use (cannot insert cutter). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the craniotome device failed for failed cutter insertion (cannot insert cutter) and the neuro-tip leg had been drilled into. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.